Event description:
Pt came in as outpatient for removal of malfunctioning port-a-cath. History of colon cancer with right hemicolectomy, chemotherapy completed. While at oncologist's office felt a "pop" when port-a-cath was flushed; experienced pain in neck and swelling at port-a-cath site. Scheduled for removal of port-a-cath the following day. Under intravenous sedation, surgeon removed port-a-cath, noticed that catheter appeared to be shorter in length than usual. On closer exam, noticed that tip of catheter was crushed and jagged. Stat chest x-ray ordered; revealed 14 mm fragmented catheter lodged in right pulmonary artery. Surgical site closed; pt tolerated procedure and recovery well. General surgeon conferred with vascular surgeon, radiologist and cardiologist; unanimously felt that pt would be best served by transfer to another facility that could provide interventional radiology. Issues, risks and benefits discussed with pt and spouse; agreeable to transfer. Pt sent via ambulance to another facility, admitted as inpatient, scheduled for retrieval of lodged catheter for the next day.